Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during refilling the heater in last fill. The fill volume (fv) equaled 658ml. The home patient (hp) had disconnected and used the wrong sized bags the night before. The baxter technical service representative (tsr) helped the hp end therapy as the hp had disconnected. The hp had contacted the registered nurse (rn) and would finish with manual supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted hp on (B)(6) 2010 regarding disconnecting due to using wrong sized bags. The hp denied disconnecting or using wrong sized bags. The hp was offended at suggesting that he had used wrong bags and stated that he did not do anything wrong. The hp stated that he is fine and confirmed that he is continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags alarm. The used sample was not returned to baxter for evaluation. The lot number is unknown; therefore, a batch review was not performed. Per the initial complaint information, the patient stated that he used the wrong sized solution bags. In a follow up call by product surveillance, the patient denied using the wrong sized bags. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarms is in progress through refer to (B)(4).